Event description:
Healthcare professional reported right side "implant rupture" and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture. Device evaluation: visual analysis of the photographs identified: broken shell. Red particles in the shell. Encapsulation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation: analysis of the returned device identified: opening curved on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior, striated opening on anterior, crease fold, stress marks, non-penetrating nick and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. A sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side "implant rupture" and capsular contracture baker grade iii. Device has been explanted.